Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ plastic syringe with needle contained foreign matter inside the syringe cylinder. No serous injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: by analyzing the photos, records of maintenance and history of the batch, bd can confirm the complaint as fm-dirt. The problem is related to fm of the barrel itself and it is caused by a cooling system problem. DHR review: it was verified the batch record and the manufacturing date for this batch was december 08th to 12th, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection each 2 hours at 36 parts at machine; qn review: (B)(4) ¿ mix product. Maintenance review: it was verified in the preventive maintenance of the mold cleaning in the cooling system under number (B)(4). The cause of this problem is related to the clogging of the cooling system in the mold. The increase in temperature is a major difficulty for the extraction and cause in the inner wall of a layer of material that is released in the assembly of the plunger. The cleaning has been performed and the incidence of new defects will be monitored for efficacy verification. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ plastic syringe with needle contained foreign matter inside the syringe cylinder. No serous injury or medical intervention was reported.